Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 33-years-old (at the time of initial report) male patient of an unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro and treprostinil (rdna origin) solution for injection (lyumjev) from a cartridge, via a reusable devices humapen savvio 3ml (graphite), beginning on an unknown date. Dose, route of administration, frequency and indication for use were not provided. On an unknown date, two of the insulin lispro and treprostinil cartridges had little or no effect. Due to the loss of efficacy, he had extremely high values in the week before (B)(6) 2024 (exact date was not provided) (pc: 7158895; lot: d566170aa) it led to an additional burden in his everyday life. He also changed the humapen savvio 3ml (graphite) device because he was not sure if the events were due to insulin lispro and treprostinil or the humapen savvio device ((B)(4); lot-1904s01). The event of blood glucose increased was considered serious by the reporter. Information regarding the corrective treatment, outcome of the events was not provided. Insulin lispro and treprostinil treatment was continued. The operator of the humapen savvio 3ml (graphite) device and his/her training status was unknown. The device model duration of use and the suspect device duration of use were not reported. The status humapen savvio 3ml (graphite) device was returned to manufacturer on 02may2024. The reporting consumer considered that the events were related to insulin lispro and treprostinil drug but was not sure if the events were relatedness to humapen savvio 3ml (graphite) device. Update 10may2024: additional information received on 06may2024 from global product complaint database. Updated the lot number from unknown to 1904s01 and model number (item code) from unknown to ms9698 and recoded the suspect device from humapen savvio 3ml (unknown color) to humapen savvio 3ml (graphite) device to product complaint 7158896. Added device return date, product return number. Corresponding fields and narrative updated accordingly. Edit 13-may-2024: upon review of the information received on 29-apr-2024, added product complaint and batch number of insulin lispro and treprostinil and humapen savvio device. Edit 24may2024: updated medwatch and european and canadian (EU/ca) fields for expedited reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that he experienced increased blood glucose, and he was not sure if the events were due to insulin lispro and treprostinil or the humapen savvio device. There was no specific device issue alleged. Investigation of the returned device (batch 1904s01, manufactured april 2019) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. Investigation of two returned cartridges (batch d566170aa, manufactured november 2022) found the cartridges appeared normal, and the batch met all release criteria with no related analytical failures observed. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 33-years-old (at the time of initial report) male patient of an unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro and treprostinil (rdna origin) solution for injection (lyumjev) from a cartridge, via a reusable devices humapen savvio 3ml (graphite), beginning on an unknown date. Dose, route of administration, frequency and indication for use were not provided. On an unknown date, two of the insulin lispro and treprostinil cartridges had little or no effect. Due to the loss of efficacy, he had extremely high values in the week before (B)(6) 2024 (exact date was not provided) (pc: (B)(4); lot: d566170aa) it led to an additional burden in his everyday life. He also changed the humapen savvio 3ml (graphite) device because he was not sure if the events were due to insulin lispro and treprostinil or the humapen savvio device (pc: (B)(4); lot-1904s01). The event of blood glucose increased was considered serious by the reporter. Information regarding the corrective treatment, outcome of the events was not provided. Insulin lispro and treprostinil treatment was continued. The operator of the humapen savvio 3ml (graphite) device and his/her training status was unknown. The device model duration of use and the suspect device duration of use were not reported. The status humapen savvio 3ml (graphite) device was returned to manufacturer on 02may2024. The reporting consumer considered that the events were related to insulin lispro and treprostinil drug but was not sure if the events were relatedness to humapen savvio 3ml (graphite) device. Update 10may2024: additional information received on 06may2024 from global product complaint database. Updated the lot number from unknown to 1904s01 and model number (item code) from unknown to ms9698 and recoded the suspect device from humapen savvio 3ml (unknown color) to humapen savvio 3ml (graphite) device to product complaint (B)(4). Added device return date, product return number. Corresponding fields and narrative updated accordingly. Edit 13-may-2024: upon review of the information received on 29-apr-2024, added product complaint and batch number of insulin lispro and treprostinil and humapen savvio device. Edit 24may2024: updated medwatch and european and canadian (EU/ca) fields for expedited reporting. No new information added. Update 25jul2024: additional information received on 25jul2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage reiterated as no, malfunction from unknown to no, and reiterated device return status to returned to manufacturer. Updated date of manufacturer and reiterated date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.